Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was alarming and unable to ventilate in both modes. The vent monitoring board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not maintaining pressure. There was no report of patient involvement.